Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. According to the complainant, patient was experiencing intractable tenesmus, secondary to spaceoar placement. Reportedly, the patient has a lot of tenesmus, and was getting reddish discharge and inflammation from his rectum likely from straining. The patient was treated with hydrocort enema and would be on low dose of levsin for a week as an antispasmodic to help with the tenesmus. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.